Manufacturer narrative:
H6: investigation summary one photo was provided to our quality team for investigation. Through visual inspection, the stopper is observed to be detached from the plunger. There is no other visual damage or defect identified that could indicate why the stopper separated. A device history review was performed for reported lot 2302014, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Retained samples of the same lot were used for additional evaluation. The products were visually inspected, no issues were observed, the stopper was verified to be properly assembled onto the plunger rod, and the plunger moved without issue. Based on our investigation, we are not able to determine a root cause related to the manufacturing process at this time.

Event description:
It was reported that the plunger in the bd luer-lok¿ syringe was difficult to move and the stopper separated from it while pulling it to draw up reconstituted medication. This occurred with 5 syringes. The following information was provided by the initial reporter: "while pulling plunger to draw drug for reconstitution plunger get detached and stick ot the end of the syringe... 1) is the stopper detaching from the plunger? Ans:- yes 2) is the plunger movement difficult? Ans:- yes 3) is there any damage observed on the device? Ans:- yes, black rubber detached and sticked to the other end of the syringe."

Event description:
It was reported that the plunger in the bd luer-lok¿ syringe was difficult to move and the stopper separated from it while pulling it to draw up reconstituted medication. This occurred with 5 syringes. The following information was provided by the initial reporter: "while pulling plunger to draw drug for reconstitution plunger get detached and stick ot the end of the syringe... 1) is the stopper detaching from the plunger? Ans:- yes. 2) is the plunger movement difficult? Ans:- yes. 3) is there any damage observed on the device? Ans:- yes, black rubber detached and sticked to the other end of the syringe."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.